Event description:
It was reported that the device exhibited oversensing of myopotential. The myopotential oversensing was reproduced when patient breathed deeply. Programming changes were made. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.